Event description:
It was reported that when using the bd pyxis¿ es server user requested to synchronize medstations (B)(6) (bunit), (B)(6) (bunit), and (B)(6) (cunit) with the ntp server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device involved in the incident, it was determined that network time protocol (ntp) synchronization was required. A technical support specialist successfully configured the device to use the requested ntp server. The system functioned as intended after the technical support specialist troubleshot the device.